Event description:
It was reported that during an ipg replacement (related manufacturer reference number (B)(4)) the physician noticed that both leads had migrated. As a result, leads were explanted. Additional surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of ipg reaching end of life was reported to abbott. The physician decided to replace the leads due to lead migration. The leads were explanted but could not be replaced due to patient anatomy. The ipg remains implanted. The patient is being referred to a surgeon. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.